Manufacturer narrative:
This report is for an unknown locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a hardware removal of titanium locking compression plate lateral distal fibula plate 4h/left because of skin irritation and possible infection. The surgeon removed 2 unknown length titanium 2.7 locking screws, 1 unknown length 3.5 cortex screw, and two (2) unknown length 3.5 locking screws. Patient also had an arthrex tightrope removed. Upon removal, the fracture appeared healed to the surgeon and there was no visible infection. Procedure was completed successfully. Patient status and outcome was good and fracture appeared to be healed. This is report 8 of 9 for (B)(4). This report is for an unknown locking screw.